Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly, and the pull wire was retracted. The pusher assembly was kinked approximately 14.0, 83.0, and 145.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and not returned for evaluation. Conclusions: evaluation of the returned device revealed the pet lock was broken and the embolization coil was detached. A broken pet lock indicates that a pull force was applied to the proximal end of the pusher assembly, typically in an attempt to detach the embolization coil with a handle. Further evaluation revealed the pusher assembly was kinked. This damage may have occurred due to forceful handling of the penumbra smart coil (smart coil) during navigation of patient anatomy. Kinks in the pusher assembly may cause friction between the pull wire and pusher assembly hypotube, which may overcome the pull force applied by the handle, and result in difficulty detaching. Repositioning of the smart coil during attempts to detach may have alleviated some of this friction, allowing the smart coil to be successfully detached. There was no visible damage to the handle. The handle was tested on the handle fixture and passed for pull force and throw distance. The smart coil introducer sheath and non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil through a non-penumbra microcatheter and into the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach and pushed out of the aneurysm. After multiple attempts, the smart coil successfully detached and the physician pushed it into the aneurysm through the microcatheter. The physician then completed the procedure using a new coil and the same microcatheter. There was no report of an adverse effect to the patient.